Manufacturer narrative:
Evaluation of the customer issue included complaint text review, a search for similar complaints, instrument log review, and labeling review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Instrument log review found that the patient sample was scheduled for other assays and results of other tests included error code 3375 aspiration error during sampling. However, the calcium test was not scheduled at the same time the error code was generated and calcium results did not include the same error code. Review of the test data indicated the sample volume was lower than adequate to complete scheduled tests. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided. An evaluation is in process.

Event description:
The customer observed a falsely low calcium result generated using clinical chemistry calcium reagents. The following data was provided. The customer uses normal range 8.7 to 10.4 mg/dl. Initial 5.1, repeat 9.7. No impact to patient management was reported.